Event description:
It was reported that: after the first general anesthesia case of the day, the hospital anesthesia technician went to empty the absorbent material and upon touching the canister, the canister was hot to the touch. The technician emptied the absorbent material from the canister and noted the canister was deformed and the granules were stuck to the canister wall. The absorbent was in the canister, had been last changed 3 days ago and the machine had been idle for 2 days with gas flow left on. The total flow for the case was four liters of combined fresh gas. No blood gas drawn. Laryngeal mask airway (lma) used for patient surgery. The patient was breathing spontaneously through the entire procedure without difficulty. It was reported that there was no patient injury.